Manufacturer narrative:
The insulin pump was programmed with the current time and date and monitored for several days; the time and date functioning properly. No time clock anomaly during testing noted. The insulin pump passed displacement and self test noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had time/clock anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the pump is losing years reverting back to default resetting. The customer was advised that pump will be replaced.